Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged. Treatment for the event was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The devices involved in the incident were unknown.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.